Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the charger/modem would not fully power up. The cause for the power up failure was a damaged power supply brick connector. The pins on the connector were recessed. The root cause for the recessed pins could not be positively identified but was likely excessive force while plugging in the charger/ modem. No adverse event resulted from the defective power supply connector. The pt received replacement battery charger/modem.

Event description:
A zoll pt service rep called zoll customer support to report that a (B)(6) female pt¿s battery charger/modem was not powering up properly. The pt was issued a replacement battery charger/modem.